Event description:
The customer took 7 units of insulin based upon a result of 236 mg/dl obtained using the device while checking their blood glucose. Spouse was unable to wake them about three hours later and spouse called the paramedics. The emts first used customer's device to check their glucose and obtained a result of 71 mg/dl. They then used their equipment and the level was 45 mg/dl. Customer was treated with a glucose IV. The device was replaced and requested to be returned for evaluation.